Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 35 mg/dl with no symptoms of hypoglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's time and date setting reset to default when the battery is removed for less than 24 hours. There was no allegation that the pump did not prompt the user to program the time and date settings upon powering on, as per specification. This complaint is being reported because the alleged health event was attributed to a reported malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2015-product analysis: the device was returned and evaluated by product analysis on 11/23/2015 with the following findings: review of the pump¿s black box revealed a rebooting event occurred on (B)(6) 2015 at 08:37; the pump powered on and the time and date was (B)(6) 2015 21:38; the time was manually changed on (B)(6) 2015 from 21:12 to 09:11. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).